Event description:
It was reported the single use channel cleanning brush was used after the expiration date. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further clarified, as the device was not made available for evaluation, and further information could not be obtained. Content of the instruction manual of the device was reviewed (gk6974 rev.9), and the following was deemed relevant to this event: "storage: do not store these instruments outside of the packaging (the box and the bag) in which they were shipped. Otherwise, the bristles can be crushed, which could impair its cleaning ability and may cause infection of the patient. Store the instrument, packaged in the box, in a dry, clean location away from direct sunlight at room temperature and normal humidity." Olympus will continue to monitor field performance for this device.